Manufacturer narrative:
Event was reported by the eye care practitioner directly to coopervision, this is being reported as a corneal ulcer. Method: no lot info, no lenses, no device info, no examination of device were provided which could indicated if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident. Conclusions: no conclusion can be drawn.

Event description:
On (B)(6) 2011, is the date coopervision was notified of a reportable event for this pt. On (B)(6) 2011, coopervision received a call from an eye care practioner's (ecp) office stating they had a pt wearing avaira toric (enfilcon a) contact lenses. The pt complained of blurred vision and had been diagnosed with corneal edema. Edema is not a reportable event and coopervision asked for more detailed info on the event. On (B)(6) 2011, coopervision received the completed medical incident report (mir) from the ecp. The mir stated that the pt had a corneal ulcer on the left eye. Pt was using clear care solution. This report of corneal ulcer is reportable event. Pt temporarily discontinued use from (B)(6) 2011 and was prescribed vigamox and lotemax. There was no reduction in best corrected visual acuity and pt's ocular status has returned to normal. The pt was refit into biofinity toric (comfilcon a) contact lenses.